Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 33 mg/dl and sensor glucose of 66 mg/dl at the time of the incident. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer stated the sensor glucose versus blood glucose differences caused the lows. The customer believes the pump is over delivering. Troubleshooting was completed but did not resolve the issue. The customer reported getting an insulin flow blocked alarm and transmitter charging issues. The customer had other low incidents on (B)(6) 2019. The insulin pump will be returned for analysis.